Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error alarm. The power management tool confirmed power error was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error and was recurring. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.